Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the target lesion was the mid left anterior descending, with no tortuosity, mild calcification, and with 100% stenosis. Pre-dilatation was done with a 3.5 x 15 mm voyager. Then an attempt was made to implant a 4.0 x 18 mm vision, but it would not cross. Additional pre-dilatation was done with a 4.0 x 15 mm hinode. The vision was advanced again, but withdrawn because the stent had shifted. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned for a thorough analysis. It was reported that the device was unable to cross the lesion and that the stent had moved. The inability to cross a lesion and subsequent stent movement can be affected by numerous factors including, but not limited to, pt anatomical morphology and pt disease state. The mildly calcified lesion may have contributed to the event. However, without the device to examine, no determination can be made as to the root cause.